Manufacturer narrative:
H3: analysis identified the teeth on gear wheel three were worn. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 30 mg/ml morphine at 5.99 mg/day via an implantable infusion pump for non-malignant pain and failed back syndrome - other. It was reported that a motor stall was seen at the initial interrogation and the patient did not recently have a MRI. The patient reported that they felt like they were in withdrawal. It was reported that the pump stalled and recovered on (B)(6) 2019 and stalled on (B)(6) 2019 and had not recovered to date. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep) on 2019-may-23. The drug being delivered was 30 mg/ml morphine at 2 mg/day. It was reported that the pump stalled and the patient was experiencing increased pain and heard the alarm. It was unknown is there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if there were any diagnostics/troubleshooting performed. Interventions taken to resolve the issue included pump replacement on (B)(6) 2019. The rep was in possession of the device and it would be returned to the manufacturer for analysis. The issue was resolved at the time of the report and the patient status was ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 30mg/ml morphine at 5.99mg/day via an implantable infusion pump for non-malignant pain and failed back syndrome - other. It was reported that a motor stall was seen at the initial interrogation and the patient did not recently have a MRI. The patient reported that they felt like they were in withdrawal. It was reported that the pump stalled and recovered on (B)(6) 2019 and stalled on (B)(6) 2019 and had not recovered to date. No further complications were anticipated/reported. (B)(6) 2019 lfc, (hcp): additional information was received from a healthcare professional (hcp). The hcp reported that they did not know the cause of the motor stalls. The hcp reported the stalls sent the patient into a "tailspin." It was reported that the pump would be replaced. The patient's weight was 165 pounds. No further complications were anticipated/reported.